Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.104, lot: 9538340, manufacturing site: bettlach, release to warehouse date: june 29, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no nonconformances were identified. Visual inspection: the visual inspection has shown that approximately 10 mm from the fluted tip section is broken off as complained. The broken tip was returned for evaluation. Additionally, the cutting edges are strongly worn out and damaged as well the shaft surface near cutting edges some brush marks visible. Dimensional inspection: measurement outer diameter result: "pass" documents/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The used material was stainless steel custom 440a as required. The hardness value was confirmed to meet the specification with no non-conformance noted. The measurements of the hardness after the hardening procedure were also within the specification. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in june 2015 according to the specification. Based on that and the condition of the item, a product related issue can be excluded. Based on the provided information, we are not able to determine the exact cause of this complaint. We only can assume that a combination between intense use, a mechanical overload and metallic contact during use did lead to breakage of the device. In this context, we would like to draw your attention to the leaflet ¿important information:¿ check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent open reduction internal fixation surgery for the femoral diaphyseal fracture with an antegrade femoral nail (afn) and the drill bit. During the surgery the drill bit broke at its tip and a fragment was generated in the medullary cavity. The surgeon made another incision from medial side and removed the fragment successfully. The surgery was delayed by about thirty (30) minutes. The surgeon commented that he felt like the drill bit interfered with the nail but proceeded drilling when the drill bit broke. An x-ray confirmed that there are no fragments in the patient. Concomitant devices: unknown afn nail (part # unknown, lot # unknown, quantity 1), unknown drill (part # unknown, lot # unknown, quantity 1). This report is for one 4.2mm three-fluted drill bit qc/needle point/145m. This is report 1 of 1 for (B)(4).